Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mixer motor, part number c25044 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low ise (ion selective electrolyte) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.